Event description:
The customer stated that she tested her blood glucose and received a reading of 28 mg/dl. She retested and received a reading of 145 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. She did not have any strips left, so no product will be returned for evaluation.